Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) had not seen the patient in 'awhile.' It was stated that the patient had a loss of therapy. Patient reportedly had cognitive and memory issues, moved into assisted living. No detailed history was available. Additional information was requested, but it was unavailable at the date of this report. A supplemental report will be submitted with any additional information.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v432344, implanted: (B)(6) 2010, product type lead. (B)(4).